Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, overweight and crease fold. A microscopic analysis was performed which identify crease sharp opening in the anterior and radius and non-penetrating nick (stress marks). Based on the device analysis the final assessment is: two crease sharp opening in anterior and radius assessed to a fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reported right side rupture. Device remains implanted.